Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3 of the initial report. Corrections: g3: become aware date (1/18/2024 to 1/22/2024) for initial MDR (report reference number: 3002808148-2024-30750-00 ). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the evaluation found that due to deterioration of the coupler unit, the coupler cannot be locked smoothly. Based on the results of the investigation, a definitive root cause cannot be identified a device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head displayed a red image and had poor picture quality and color tone. The issue occurred at the beginning of an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the camera head displayed a red image and had poor picture quality and color tone. The issue occurred at the beginning of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.